Event description:
Report 1 of 2. It was reported after using bd bactec¿ fx, instrument bottom, packaged there was one false negative result from one patient. Subculture confirmed the growth of streptococci. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint alleges that two bottles in drawer c of the bactec fx did not flag as positive. The patient had multiple bottles collected and subculture confirmed there was growth of streptococci. The customer confirmed that the patient was not impacted by the false results. A bd field service engineer (fse) went to the customer site and performed station qualification for drawer c, which confirmed that the instrument was working properly. The fse also reviewed past plots for this drawer to confirm there was no other bottles affected. There were no instrument issues present, the unit is working properly. This complaint is unconfirmed, and the root cause is unknown.

Event description:
Report 1 of 2. It was reported after using bd bactec¿ fx, instrument bottom, packaged there was one false negative result from one patient. Subculture confirmed the growth of streptococci. No adverse impact was reported regarding the patient or user.